Event description:
It was reported that when the infusion rate was to be changed from 108 ml/hr to 110 ml/hr, the rate was incorrectly entered as 1100 ml/hr. As a result the pt received 812 ml of tpn in 44 minutes. The pump was removed from the pt. The pt's laboratory results were monitored closely. However, no medical or surgical intervention was required.